Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product during the fill stage, where the home patient had disconnected the bag and reconnected it to the heater line. This complaint is confirmed because reconnecting disconnected solution bags is a use error that can cause contamination. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill. Per the initial report, the home patient (hp) had reused a single use product. The hp was in the last fill and had solution in the supply bag. The hp had disconnected the bag and reconnected it to the heater line. The hp wasn't able to clear the alarm and ended therapy. Global product surveillance (ps) contacted hp on (B)(6), 2012. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. The hp had discarded the original cassette and did not have a companion. There was no patient injury or medical intervention reported.